Event description:
I started feeling extremely exhausted every day, my face and neck began slowly swelling, and never went away, even after numerous dr visits, then rashes started on the bottoms of my feet and torso, never could get rid of them, seen my dermatologist and reg dr, nothing helped. Then at the age of (B)(6) after having scary attacks of heart palpitations and feeling of passing out, I was diagnosed with afib. I was always active, had been coaching soccer for 11 years, very fit and maintained a healthy diet and weight, but slowly felt like I was dying. In 2019 I decided I wanted my implants removed, did research on possible linked illness to them, and had been taking care of my best friend already going through chemo for late stage 4 colon cancer at (B)(6) years old. I decided enough was enough and I wasn't taking the risk of getting the associated cancer linked to implants; 1 year later exactly this past (B)(6) of 2020, every single symptom I had for over a decade, including afib, are completely gone. Without any lifestyle changes I have lost 20 pounds, what I now know was inflammation of my entire body. My hair is growing back in thicker than ever and my skin is clear of rashes. My life as a whole completely changed upon removal of them. I had mentor saline under the muscle for 18 years. Thankfully unruptured, and a full capsulectomy. The capsule on my right side had severely attached to my ribs making recovery after removal painful, but worth every part of my decision to get them out. They are toxic and I believe it's only a matter of "when" they will begin to cause harm to the body, not "if" they will. FDA safety report ID# (B)(4).